Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that a definitive cause for the reported inaccurate delivery could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately calcified, non-tortuous, de novo, iliac artery, the 7x80 mm absolute pro stent was deployed; however, the stent jumped and approximately 20 mm of the lesion was not covered. A different stent was used to cover the lesion and the case was successfully completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.